Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a valid altitude alarm occurred as the customer was in a plane at the time of the alarm. The customer's blood glucose level was 360 mg/dl. Reportedly, despite changing the cartridge multiple times, the customer was unable to clear the alarm. The customer could not confirm what method of alternate therapy would be utilized at the time of the report, however further follow-up from tandem technical support was declined.